Event description:
It was reported that the user announced a meal while their glucose was elevated and subsequently experienced a low blood glucose of 54 mg/dl. The event involved use of the ilet system and treatment with oral carbohydrates (wheat bread and a small soda), and the interaction focused on education regarding appropriate meal announcements and avoiding using meals as a correction, which was identified as an improper procedure. Symptoms included hyperglycemia and hypoglycemia ranging from 54 mg/dl to 328 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem, a usage problem related to following instructions, and that the issue stemmed from using meal announcements to correct high blood glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.